Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Tissue was visible on the helix. Visual analysis of the lead indicated damage at implant attempt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, the helix would not extend. The physician had tried several different position in the ventricle, extending and then retracting the helix. After several attempts the helix would no longer extend. A different lead was implanted. No patient complications have been reported as a result of this event.